Event description:
It was reported that the lead was not sensing p-waves. The patient was not pacemaker dependent, and did not notice any abnormalities due to this.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.